Manufacturer narrative:
Device evaluation of battery sn 86339124 has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the battery pack tri-cells were mis-matched. The root cause of the mis-matched cells was unable to be positively identified. There was no adverse event that resulted from the damaged battery. Device evaluation of battery pack sn 86453583 has been completed. The reported problem (will not power up) was confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose busbar inside of the battery. The root cause of the loose busbar cannot be positively identified. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported that a battery would not power on a monitor.